Event description:
A report was received that the patient will undergo a lead revision. Reason for the lead revision is unknown.

Event description:
A report was received that the patient will undergo a lead revision. Reason for the lead revision is unknown.

Manufacturer narrative:
Additional information was received that the reason for the revision was pain at the pocket site. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.